Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 2008, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed the gvcf had "abnormally" tilted 30 degrees to the left and the filter apex touches the inferior vena cava (ivc) wall. Multiple struts perforate the ivc wall, up to 3-4mm in each direction, and bending of the struts was noted. Filter remains in patient and may require future surgical removal. It was further reported that the correct implant date was (B)(6) 2008.

Manufacturer narrative:
Implant date corrected from (B)(6) 2008 to (B)(6) 2008.

Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 2008, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed the gvcf had "abnormally" tilted 30 degrees to the left and the filter apex touches the inferior vena cava (ivc) wall. Multiple struts perforate the ivc wall, up to 3-4mm in each direction, and bending of the struts was noted. Filter remains in patient and may require future surgical removal.

Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 2008, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed the gvcf had "abnormally" tilted 30 degrees to the left and the filter apex touches the inferior vena cava (ivc) wall. Multiple struts perforate the ivc wall, up to 3-4mm in each direction, and bending of the struts was noted. Filter remains in patient and may require future surgical removal.